Event description:
Event: misplacement of superior attachment during deployment. It was reported that the graft was inserted into place and superior attachment deployed into a anatomically short superior neck. Graft experienced a "wind sock" effect and the superior attachment dropped into the aneurysm. Deployment of limbs was completed and a second graft was deployed within the first graft without difficulties. Stents were inserted to both limbs to prevent limb occlusion and there were no leaks observed upon final films.